Manufacturer narrative:
The suspect device was not returned by the user facility for evaluation. For the affected batch 2414001 (production date: 04/02/2024; expiry date: 04/02/2026), a batch record review was conducted. No deviations, nonconformities, or anomalies related to manufacturing, packaging, or release were identified. Although the initial reporter indicated an expiration date of 09/01/2025, review of the batch records confirmed that the correct expiration date for batch 2414001 is 04/02/2026. In addition, an evaluation of post market data confirmed that no further complaints were received for batch 2414001. Based on the batch record review and the absence of additional complaints, there are no indications that the product was defective or failed to meet specifications.

Event description:
On 27-oct-2025, the manufacturer received a voluntary FDA form 3500 submitted by the reporter. According to the information provided, the patient had a fecal management system (fms) in place. The initial system was placed on [redacted] and removed four days later. A new fms was placed on the same day and removed on [redacted], two days later, due to reported balloon air leakage and system leakage. Upon removal, the patient was noted to have a pressure injury on the rectum, which the reporter believed to be associated with the hard plastic component of the fms. The reporter was contacted and provided the following details: no medical intervention was needed other than wound care. Skin affected, pt reported 10/10 pain level. Additional attempts were made to obtain further details including clarification of the wound care required; however, the reporter declined to provide any additional details.